Event description:
During a cardiac cath procedure via the right femoral site the catheter kinked and could not be withdrawn. Interventional radiology was able to perform a successful snare and removal of the catheter.